Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. The customer was uncertain of the suspected cause. The customer consumed food and juice to stabilize bg levels. As the event occurred in the past, troubleshooting was unable to be performed by tandem technical support.